Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimation. System operates as intended. (B) (4).

Event description:
The customer reported the collimation is out of range. No pt injury was reported.